Event description:
Event description guidant received information that one-day post op, this implantable transvenous defibrillation lead needed to be repositioned several times, but the physician was unable to find any site with good sensing. The physician then elected to upgrade this patient to a bi-ventricular device. During the implant procedure of the cardiac resynchronization therapy defibrillator (crt-d) the pacing lead integrity test (plit) was 30 ohms. With the induction shock, the shocking impedance was >125 ohms. The physician found a loose setscrew. The lead was re-inserted and the setscrew was re-tightened, the high voltage (hv) impedance continued to flucuate during the implant procedure from low to high. One day post-op, the plit was 109 ohms.